Event description:
It was reported that the handpiece overheated during testing at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Event description:
It was reported that the handpiece overheated during testing at the user facility. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual inspection no failure was found.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.